Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Section e: this event was reported by the distributor. The physician is: dr. (B)(6). Block h6: medical device code a150103 captures the reportable event of bands prematurely deployment. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned with the device. It was also noted that the ligator head returned with all the bands attached to it; however, the suture thread was dislocated from the last ligator teeth. The trip wire was not secured in the handle slot when received while the slack was correctly taken up. Additionally, the device was not set up correctly due to the suture thread that was not attached to the distal trip wire loop. The ligator head was returned without the shrink wrap and it was found that the shrink wrap was removed earlier in the set-up process. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event of bands prematurely deployment was not confirmed. The ligator head was returned with all the bands attached. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU) and product labeling. The visual assessment identified that the slack was removed properly as mentioned in the instructions for use; however, the trip wire was not secured in the handle assembly slot and the shrink wrap was noted to have removed earlier in the set-up process. Not securing the trip wire in the handle slot could have caused the wire to slip during deployment, leading to the failure to pull the slack out of the trip wire because of the lack of tension. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2021. During unpacking, it was noticed that the bands has been detached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as as result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2021. During unpacking, it was noticed that the bands has been detached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as result of this event. The patient condition at the conclusion of the procedure was reported to be stable.